Manufacturer narrative:
H2/h3: product analysis as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal, middle, and proximal of the braid were found fully open and no damage. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of "failure to open at the middle section" was not confirmed, as the middle of the braid was fully opened and no damage. The cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity and deployment of the braid in a bend of the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 231572699); implant date n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a blood flow diverter implantation procedure was performed to treat an unruptured, saccular intracranial aneurysm located at the left internal carotid artery ophthalmic segment, with an approximate diameter of 15mm and a neck of 7mm. Severe vessel tortuosity was present. During the procedure, a kink was identified with the pipeline embolization device. Dual antiplatelet treatment was administered, and the platelet reactivity unit level was said to have met the standard. The access vessel was the femoral artery, which was of normal diameter. The product was replaced. Angiographic results post procedure showed smooth blood flow. No patient complications have been reported as a result of this event. The landing zone was noted to be in c7 distal and c4 proximal. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the twisting of the device occurred during the surgery, could not be opened, no kink, and the cause of the tortuous blood vessel. The cause of the event was determined to be the tortuous blood vessel, which caused the intermediate catheter could not be pushed to go upper. After replacing it with the new device, the intermediate catheter could be opened by reinforcing the support with a guidewire liner. There were no other issues that resulted in the damaged that was found. The pipeline failed to open in the middle section of the device. The pipeline had been placed in a vessel bend when it failed to open. The additional steps or other devices attempted to open the pipeline were to add a guide wire to improve device support.